Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Return of the rx mini trek catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices or the moderately calcified lesion, such that the balloon ruptured upon the first inflation at 10atm which is below the rated burst pressure of 14 atmospheres. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. In this case, without the product to examine, a conclusive cause for the reported balloon rupture could not be determined. To ensure this is not a result of manufacturing, all balloon catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.

Event description:
It was reported that the target lesion was in the left anterior descending artery, with a vessel diameter of 3.0 mm. The vessel had no tortuosity, was moderately calcified, eccentric, de novo with a 100% stenosis. Predilatation was performed with the 2.0 x 15 mm trek; however, the balloon ruptured on the first inflation at 10 atmospheres, at 10 seconds. A new 2.5 x 15 mm trek was used successfully and a 3.0x23 mm xience v stent was deployed to complete the procedure. No patient effects were reported. No additional information was provided.